Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 2:30 mg/dl. It is unknown what caused the incident. The customer was treated for their blood glucose with customer was not wearing the pump at the time of hospitalization. The caller is unable to verify the serial number in the insulin pump. The customer did not return the product back for analysis.